Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient did not have stimulation but still felt better. The settings have been changed and had 50% improvement. The healthcare provider (hcp) stated that after speaking with rep the signal they were seeing on the remote indicated that the device shut off unexpectedly. Hcp will need a clinician controller to address the reported issue, so would like to see the patient back later. The patient had come in for follow up because she was having problems with incontinence. The rep has made adjustment in february. The stool was marble-like and was having accidents every other day before the adjustments. After the adjustments , there was improvement. However, she was still finding stool in her pants once every 5 days. Hcp offered to remove the device , particularly if she needs to get MRI but patient was not interested yet. The patient want to continue using stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported seeing this message power on reset (por). Caller stated system worked for some time and patient was doing great at post-op appointment but sometime last year the patient reported it wasn't working as well. Caller stated they saw patient in (B)(6) 2018 but patient is a poor historian and couldn't remember how long issues had been bothering her, rep saw patient on (B)(6) 2019 for reprogramming. After reprogramming, patient's symptoms improved somewhat but now patient isn't feeling stimulation and device isn't helping very well. Caller stated patient doesn't make changes using pp on their own, they come into the office for changes. Caller didn't know what changes had made in february so they were just going to turn stim up today but that's when they saw the por. Caller stated they attempted to reach rep but left a messages. There were no further symptoms or complications reported or anticipate.